Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the console was unable to display the rotational speed. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. A rotablator rota console 115vc and a 1.5 mm rotalink plus were selected to treat the lesion. Testing outside of the patient was performed successfully. The burr catheter was advanced to the lesion and while initiating rotation it was noted that the rotational speed and time were not displayed on the console; the indicator only displayed ¿0¿. The rotalink plus was exchanged for another of the same; however, the same issue occurred. The procedure was completed with balloon angioplasty and stenting. No patient complications reported and the patient's status is stable.